Event description:
In 2007 at 12:47 pm, the lay-user/pt contacted lifescan alleging the one touch ultra2 will not power on. This complaint is classified based on the documentation of the customer care advocate (cca). The pt claimed she received the lfs meter three days later and was never able to use the meter due to the alleged power issue. According to the pt, she was too busy to call lfs to resolve the issue. A week later at 2 pm, the pt was experiencing symptoms of dry mouth. The pt tried to use the meter again but the meter would not come on. The pt went to the emergency room and was tested at "325 mg/dl" on a hospital meter. The pt was given an IV (unspecified type) and was treated with 70/30 humulin. The pt was released from the hospital at 7pm when her blood glucose level came down. During troubleshooting, the cca verified the meter did not power on with the power button, the battery was changed per the owner's manual, there was no meter trauma, and the battery contacts were in good condition. However the pt did not have any test strips to check with the meter turns on with the test strip inserted. This complaint is being reported because the pt alleged she was not able to test her blood glucose due to the reported issue, experienced symptoms suggestive of hyperglycemia, and was treated with an IV and insulin at the emergency room. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.